Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a thrombus occurred. In (B)(6) 2015, a watchman laa closure device & delivery system was implanted during a left atrial appendage (laa) closure procedure. In (B)(6) 2015, thrombus on the atrial facing surface of the watchman device was detected during imaging. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Catalog/model # updated from unknown to ws-3006. Device lot number updated from unknown to 17563434. Device expiration date updated from unknown to 12/31/2017. Device manufactured date updated from unknown to 01/14/2015. (B)(4).

Event description:
It was further reported during the implanting procedure one full recapture was performed as the device was positioned too proximal. The closure device was placed distal to and spanned the entire laa ostium. In (B)(6) 2015, a transesophageal echocardiogram (tee) was also performed and the thrombus was treated with medication given/regimen adjusted.